Event description:
Call received to report adverse effects from lasik eye surgery that was done in 2007. Initially, reporter experienced dry eyes, discomfort, glare, and some visual disturbances. Approximately 10 years post surgery, eyesight began to regress with "extreme visual disturbances" which included starbursts, halos, blurred vision, light sensitivity, eye burning sensation, and vision loss. After seeing several ophthalmologists, reporter was diagnosed with post-lasik ectasia in both of her eyes (warped cornea). Reporter stated that she is legally blind and is not able to work and is on disability. Reporter stated that she now uses eye-prosthetics with scleral lenses that help with her vision but continues to deal with visual loss.